Event description:
General report received of an unspecified number of non-deliveries. The pumps were sent to the biomedical department with unsigned notes that stated the pumps did not infuse. The pumps were programmed to deliver unspecified medications at unspecified settings. In one specific instance, it was reported by the customer that the pump sounded with an unspecified alarm and the nurse noted that the display indicated that 100ml had infused, but the bag remained full. There were no reported adverse patient events or effects. Though requested, no further information was received.